Event description:
Resolution clip unable to deploy during procedure. Staff heard the clip clicking sound once attempt to deploy was done, but clip did not deploy and attached tissue came off with clip closed. Another clip was used to ligate the gastric polyp site to prevent the bleed.